Manufacturer narrative:
The product in complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
It was reported that an (B)(6) year old female underwent a right transcarotid revascularization procedure on (B)(6) 2020. Patient has a history of prior cea. Pre op scan was performed which appeared to have none to mild calcium in the lesion. There was however, visible disease within the cea patched area from the internal carotid artery ica to the distal common carotid artery (cca). All tcar instruments were put in place without incidence. Physician pre dilated balloon. The physician deployed a 0740 stent without complication, under proper flow reversal. Implant appeared to have no residual stenosis post angiogram. However, post op CT scan showed that the stent was compressed to the point where the physician explanted the day after implant. Patient is stable post explant. No additional details have been provided.